Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form (november 2025). Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Block h11: investigation results investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "The cre rx biliary balloon dilatation catheter is designed to pass through an endoscope with a minimum 3.7mm working channel." However, it was reported that they used the device in a scope with too small of a working channel 2.8mm. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Risk review: a risk review was completed and confirmed that the event of rx tunnel detachment of device or device component, device entrapment of device or device component, device difficult to advance and device use of device issue - user error were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the stomach and esophagus during an esophagogastroduodenoscopy (egd) procedure performed in (B)(6) 2025. The specific date is unknown. During the procedure, a biliary balloon dilatation catheter was inserted into an endoscope with a 2.8 mm working channel, which was too small for the device. The catheter met significant resistance during insertion and did not exit the distal tip of the scope. When the team pulled the device back out, the black rx sheath, which is not designed to detach, was torn off and remained in the biopsy channel. It was reported that no part of the detached piece fell into the patient. The procedure was completed with another cre rx dilatation balloon device. There were no patient complications reported as a result of this event. Note: the instruction for use (IFU) states that the cre rx biliary balloon dilatation catheter is designed to pass through an endoscope with a minimum 3.7mm working channel. However, the complainant reported that they used the device in a scope with too small of a working channel 2.8mm.

Manufacturer narrative:
Block b3: approximated based on the event date provided in the medwatch form ((B)(6) 2025). Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the stomach and esophagus during an esophagogastroduodenoscopy (egd) procedure performed in (B)(6) 2025. The specific date is unknown. During the procedure, a biliary balloon dilatation catheter was inserted into an endoscope with a 2.8 mm working channel, which was too small for the device. The catheter met significant resistance during insertion and did not exit the distal tip of the scope. When the team pulled the device back out, the black rx sheath, which is not designed to detach, was torn off and remained in the biopsy channel. It was reported that no part of the detached piece fell into the patient. The procedure was completed with another cre rx dilatation balloon device. There were no patient complications reported as a result of this event. Note: the instruction for use (IFU) states that the cre rx biliary balloon dilatation catheter is designed to pass through an endoscope with a minimum 3.7mm working channel. However, the complainant reported that they used the device in a scope with too small of a working channel 2.8mm.